Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate anti-tachycardia pacing (atp). Previous episodes of the clinical observations were observed in addition. Isometrics was performed in which the noise was recreated with arm rotations. The physician instructed the field representative to increase the duration of the therapy zones. This rv lead was explanted during a device changeout procedure, and replaced with a new rv lead. No additional adverse patient effects were reported.